Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected alarm error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test. Unable to determine root cause of the prime anomaly due to pump preservation. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unit had minor scratched display window, bleeding lcd glass, cracked case at display window corner, broken battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, a partially broken reservoir tube lip and a stained end cap sticker. Data analysis: the download history file lists data from (B)(6) 2017 to (B)(6) 2018. There was no data listed for (B)(6) 2018.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.